Event description:
It was reported that the patient presented to the emergency room with low heart rhythm and suspected right ventricular (rv) lead dislodgement. The rv lead dislodgement was confirmed via x-ray. Furthermore, the dislodgement resulted in loss of capture for the lead. Therefore, the physician elected to explant and replace the rv lead on (B)(6) 2022 and during this procedure fluoroscopy further confirmed the dislodgement. The patient condition was stable.